Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury and reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that the accordion piece separated within 12 hours of application. This separation measured approximately 38mm. Reportedly, he developed a urinary tract infection within 24 hours of this occurring, and he felt that it was a result of this separation. He did experience leakage from this area but did not note any stool on his penis or urethra. Thereafter, he removed the affected wafer and applied a new one. He was provided with an antibiotic treatment by his doctor and his present condition appeared to be normal. It was also reported that the stoma hole in product was often somewhat off centered and, periodically, extremely off-centered. No photo is available at this time.